Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed fluid leakage at the internal probe wash pump bellows. The fsr resolved the issue by replacing the bellows and poppet valve set. No additional discrepant result issues have been reported since the service activity was completed. The pump poppet valve set and part bellows set, incl rod & fitting (rohs) were determined to be the cause of the issue. The instrument service history review revealed zero (0) additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic results rate for the architect c4000, c8000, and the c16000 systems erratic result rates were within acceptable limits. Labeling review concludes that the issue is adequately addressed. The architect system operations manual (201837-117) and the architect c4000 system service and support manual (204733-128), provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of pump poppet valve set and part bellows set,incl rod & fitting (rohs). Based on the information within the complaint record, no systemic issue or deficiency was identified.corrected data found in section g1.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed co2 results generated on the architect c4000 instrument for two patients. The following results were provided: sid (B)(6) co2 initial 15.3 mmol/l, redraw retest on other c4000 result 23.0 (range 22.0 to 29.0 mmol/l) (33% shift). Sid (B)(6) co2 initial 9.7 mmol/l, redraw retest on other c4000 result 13.9 mmol/l (range 22.0 to 29.0 mmol/l) (30% shift). No impact to patient management was reported.